Event description:
It was reported via repair work order that the loss of all electrical functions due missing cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.